Event description:
It was reported to philips that the system was unable to perform 3d rotational angiography. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer completed the diagnostic procedure successfully as planned after rotating the swivel mechanism on the top panel back to its zero position. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system was unable to perform 3d rotational angiography. Upon troubleshooting, the rse determined that the swivel mechanism on the top panel was rotating. To resolve the issue, the rse advised the customer to rotate back the top plate¿s swivel mechanism to the zero position. After following the instruction from rse, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The reported 3d rotational angiography issue did not impact on the completion of the procedure. The procedure was completed as planned on the same system, with no impact on completion of procedure, patient or user. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.